Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was reset, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was reset, and the unit was returned to service.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.